Manufacturer narrative:
Further information from the reporter regarding event, product, and patient details has been requested. No additional information is available at this time. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. ¿ staining or discolouration of the injection site might be observed, especially when ha dermal filler is injected too superficially and/or in thin skin (tyndall effect). ¿ rare but serious adverse events associated with intravascular injection of dermal fillers in the face and tissue compression have been reported and include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral hemorrhage, leading to stroke, skin necrosis and damage to underlying structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in the vision, signs of stroke, blanching of the skin or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate medical practitioner specialist should an intravascular injection occur. Abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have also been reported. It is therefore advisable to take these potential risks into account. ¿ patients must report inflammatory reactions which persist for more than one week, or any other side effect which develops, to their medical practitioner as soon as possible. The medical practitioner should use an appropriate treatment. ¿ any other undesirable side effects associated with injection of juvéderm® voluma¿ with lidocaine must be reported to the distributor and/or to the manufacturer.

Event description:
Patient reported they were injected in the cheek area with unspecified juvéderm® voluma¿. "Immediately after this [injection] there was swelling/resp. Alteration of the matrix, which among other things, but especially: at, depending on weather conditions / temperature and hormonal changes vary and turn yellowish. [Patient's] eye function / eyesight has since been limited, especially in warmer temperatures. This condition has existed for about 4 years, resulting in significant functional and visual problems." Patient also noted: "a disease with such occurring symptoms was excluded in the course of various studies. Further, causality was linked with the above-mentioned treatment. According to dermatologist and therapist, as well as your statements / statements (risks / side effects), this product should have been resorb already."